Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump wake button was difficult to press to turn pump screen on. After pressing button with more pressure, pump screen turned on. Customer's blood glucose was 183 mg/dl.